Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture despite multiple re-positioning attempts. The rv lead was not used and the patient was stable.

Manufacturer narrative:
Further information was requested but not received.